Event description:
It was reported that the wake button became detached from the pump. There was no reported adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.